Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd). Technical services (ts) provided instructions on how to save the reports for review. The device remains in use. No adverse patient effects were reported.